Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an incarcerated left inguinal hernia and a right inguinal hernia with a left indirect hernia and a right direct inguinal hernia. He had revision surgery 1 year and 5 months post surgery. The patient experienced surgical revision, chronic pain, and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated left inguinal hernia and a right inguinal hernia. It was reported that after implant, the patient experienced recurrence of a left indirect hernia, right direct inguinal hernia and chronic pain. Post-operative patient treatment included surgical revision with bard perfix plug, size unknown and bard mesh, size unknown